Event description:
It was reported that post op from a colon resection, the pt was bleeding and returned to surgery. The surgeon felt that the stapler had misfired and not completed the staple line. It is not known what he did to complete the case. The pt is stable at this time.

Manufacturer narrative:
Info anticipated, but unavailable at this time.